Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to the patient having a reaction from the ipg and pain around the ipg site. Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70 cm. Model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70 cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing persistent pain at the pocket site. The patient was prescribed with antibiotics.

Manufacturer narrative:
Additional information was received that it was unknown if the infection was device or procedure related. The patient was prescribed with antibiotics. No device malfunction was suspected. The explanted devices were not returned to bsn. Additional suspect medical device components involved in the event: model#: sc-2218-70, serial/lot#: (B)(4), description: linear st lead, 70cm; model#: sc-4316, serial/lot#: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing persistent pain at the pocket site. The patient was prescribed with antibiotics.

Event description:
A report was received that the patient was experiencing persistent pain at the pocket site. The patient was prescribed with antibiotics.